Manufacturer narrative:
The customer did request any service. According to the information received from our service engineer, it was learned that the reported humidity/water issue in the ventilator's gas module, was due to a compressor fault from another brand. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation which actually happened in this very case. The reported problem can be confirmed in the device log files. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Based on the information above this complaint will be closed. Thank you for your patience in this matter.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).